Manufacturer narrative:
The device was evaluated by ventec where the reported issue of o2 concentration alarms along with system fault 13 was confirmed. Ventec replaced the o2 metering valve to resolve the reported issue. Proper device operation was confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the o2 metering valve cable. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that when the device was powered on for use, it alarmed "system fault" during the pre-use test (put). There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. The put was later completed and the device's troubleshooting logs were downloaded for review where it was observed that the device had logged system fault 13 and o2 concentration alarms. This is indicative of a potential device issue where the device may deliver more or less oxygen than set.